Event description:
On april the 8th, 2024, el. En. Electronic engineering spa received a communication from the us importer cynosure of an adverse event following a treatment with the device elite iq. In the above-mentioned communication is reported the following: cynosure has been contacted by the clinic due to the fact that they complaint of procuring scabbing and burns to a patient following a vascular treatment performed on a patient in date (B)(6) 2024. The treatment was performed in both legs. Cynosure gathered information relative to the parameters and methodologies used for the performance of the treatment, which are the following: the fluence used for the treatment is between 120 and 170 j/cm2 with pulse duration of 50-15ms and spot size of 5 mm. For what concerns the methodology used by the physician to perform the treatment it is reported that the cooling has been used only before and after the treatment while it has not been used during the laser emission. The present adverse event has been evaluated as a reportable event because the patient would require medical attention following the treatment in order to prevent a permanent impairment (scars). Moreover, the us importer, cynosure, proceeded to submit their own MDR report code mdr1222993-2024-00019 in date april the 26th, 2024. We the manufacturer of the device proceeded to submit our own MDR report, in accordance with 21 cfr part 803.50(2) in order to supply any missing information.

Manufacturer narrative:
We as manufacturer of the device have performed our own investigation based on the information gathered by the us importer from the clinic. The lesion reported by the patient has been evaluated initially by cynosure's clinical and concluded that the burns could have been caused by the not-properly use of the cooling pre and post treatment. In fact, the physician performed the cooling only before and after the treatment while no skin cooling has been used while performing the laser treatment. Moreover, it is also reported that the physician has used the methodology related to the hair removal instead of the vascular one, while performing the treatment. In fact, it is reported that the practitioner have treated whole areas of the patient's skin instead of performing the treatment on the area that presents the spider veins. This lead to the administration of high level of energy on vast areas of the skin with a high density. Our internal clinical department also performed an evaluation of the treatment and lesion reported by the patient. Their evaluation concluded the following: the lesion has been evaluated and it is confirmed that they would likely require a dedicated medical intervention in order to prevent a possible permanent impairment (scars). For what concerns the root cause for which is it confirmed that a user error is definitely the cause of the event where the practitioner failed to use the proper parameters and technique. In fact the use of very aggressive parameters on a very dense vascular target caused the absorption of a high level of energy with consequent developing of burns. The poor use of cooling during the treatment also contributed to the event. Moreover, burns and scarring are identified as a foreseeable side effect in the operator's manual code om122b1-d1_g.v09 (actual revision shipped with the device) in section "side effect". Anyway, we evaluate, this event as a serious incident because the patient would require medical attention to prevent a permanent impairment. Based on the available information is possible to determine that the only cause of the event is a user error of the physician that have not performed the proper cooling, proper methodology and aggressive parameters in relation to the intended treatment causing the delivery of too much energy on the patient's skin. No design deficiency has been found to be contributory to the event. No corrective action/preventive action/fsca is required. The present initial report has to be considered as a final report unless FDA has further questions.